Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No other medical procedures or interventions were reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced difficulty during electrode insertion. 3 attempts were made before getting the electrode secured. It was reported that the surgery was longer in length. A CT confirmed correct device position.